Event description:
It was reported that during the procedure, the physician found easy to break the fiber, the procedure was completed with this device. There were no patient complications.

Event description:
It was reported that during the procedure, the physician found easy to break the fiber, the procedure was completed with this device. There were no patient complications.